Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Conclusion: the device was returned. A visual inspection found the device was received in two separate segments. A completed detachment of the balloon from the catheter was noted, and a complete circumferential break of the guidewire lumen was noted. Therefore, the investigation is confirmed for both balloon detachment, as well as for break of the guidewire lumen. Additionally, the investigation is confirmed for a detached proximal marker band, as the marker band fell off the stretched guidewire lumen. The stretching most likely occurred due to force applied as the device was being removed from the packaging hoop, eventually leading to the identified balloon detachment. The stretching also allowed the marker band to become loose and detach. However, the definitive root cause for the difficulty removing the device from the packaging hoop could not be determined based on the available information. Labeling review: the current IFU (instructions for use) states: dilatation catheter preparation: remove the balloon guard and stylet by grasping the balloon catheter just proximal to the balloon and with the other hand, gently grasp the balloon protector and slide distally off of the balloon catheter. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.

Event description:
It was reported that during preparation for an angioplasty procedure the pta balloon allegedly detached at the glue joint of the catheter after it was pulled from the packaging loop. Reportedly, the balloon remains inside the balloon guard. Another balloon was used to perform the procedure. There was no patient contact.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an angioplasty procedure the pta balloon allegedly detached at the glue joint of the catheter after it was pulled from the packaging loop. Reportedly, the balloon remains inside the balloon guard. Another balloon was used to perform the procedure. There was no patient contact.